Event description:
It was reported that the event involved a male pt. The intra-aortic balloon (iab) was placed due to failure to wean from bypass. While in the operating room the iab was inserted via a sheath into the pt's femoral artery. The pump alarmed immediately after the iab was inserted and was continually alarming "helium loss." As a result, the "safety procedure was followed with no evidence of blood in the line and all connections secure. The console was swapped out with 2 others before the md made the decision to remove the balloon and replace it with a new one." The second iab was inserted into the same insertion site. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed/interrupted for ten mins. There were no reported pt complications and the pt is stable and remains in the (B)(6). Reference MDR #1219856-2011-00420 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.